Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately calcified and moderately tortuous forearm vessel. A 5.0x40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, on the first inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was then exchanged with a non-bsc balloon catheter and the procedure was completed. No patient complications were reported and patient's status was good.